Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. In 11/02 at 6:57pm, line b of the pump was programmed to deliver 500mcg of nalmefene in 500ml at at rate of 17ml/hr for a duration of 6 hours instead of the intended 38.5ml to be given over 30 minutes, every 6 hours. It was unspecified what was being delivered on line a. The pt was also receiving an unspecified dose of morphine for pain control. Reportedly 6 hours later, the pump gave an audible alarm indicating the infusion on line b was completed. At this time, the pt reported that the pain was not relieved. The nurse noted the error and the infusion was stopped. The customer indicated that there was no reported adverse pt sequelae. Though requested, no further info was available.